Event description:
It was reported that the patient was admitted for anemia. The patient was transfused and discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported anemia as well as a direct correlation to heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), until they experienced further anemia on (B)(6) 2021 (captured under MFR # 2916596-2022-01658), (B)(6) 2021 (captured under MFR # 2916596-2022-01659), and on (B)(6) 2021 (captured under MFR # 2916596-2022-01661). The patient ultimately passed away on (B)(6) 2022 (captured under MFR # 2916596-2022-01643). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jun2016. The heartmate ii lvas IFU is rev. C is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.